Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant. It was reported that there was a leak through one of the leaflets.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. No valve was returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the product return for analysis, no definitive conclusions can be drawn. Should the valve be returned, a follow-up report will be sent when analysis is completed.